Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged approximately two months after the implant. The rv lead was successfully repositioned, however while reconnecting the lead, the set screw stripped in the lead pin/header block of the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.